Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an alert for an out-of-range shock impedance measurement, as seen by the health care professional (hcp) via the latitude remote patient monitoring system. Technical services was contacted and provided troubleshooting recommendations. Of note, the manufacturer of the right ventricular (rv) lead is unknown at this time. No adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
This product was discarded and therefore will not be returned to boston scientific. As a result, laboratory analysis could not be conducted. The associated investigation determined there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an alert for an out-of-range shock impedance measurement, as seen by the health care professional (hcp) via the latitude remote patient monitoring system. Technical services was contacted and provided troubleshooting recommendations. Of note, the manufacturer of the right ventricular (rv) lead is unknown at this time. No adverse patient effects were reported. This ICD remains in service. Additional information received indicates the physician decided to perform a commanded shock prior to device replacement which resulted in a within-range shock impedance measurement. The patient underwent a revision procedure, and their ICD was explanted and replaced without incident. No additional adverse patient effects were reported. The explanted device was discarded and therefore will not be returned for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an alert for an out-of-range shock impedance measurement, as seen by the health care professional (hcp) via the latitude remote patient monitoring system. Technical services was contacted and provided troubleshooting recommendations. Of note, the manufacturer of the right ventricular (rv) lead is unknown at this time. No adverse patient effects were reported. This ICD remains in service. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.